Event description:
The manufacturer recieved an allegation that the device's built-in battery was too low and did not sustain the charge. There was no patient harm reported. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.